Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.(B)(4).

Event description:
It was reported that an infection occurred. The implantable cardioverter defibrillator (ICD) system was explanted. During the explant procedure, when the pocket was opened, a hematoma (clot and fluid) was observed with a necrotic appearing capsule. The hematoma was evacuated and the clot was scooped out. The pocket was irrigated and a jackson-pratt drain was placed due to extensive bleeding from the pectoral muscle. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.